Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that c spine MRI. Per caller, pt no longer has a remote and their ins hasn't worked in a long time. Tss reviewed pt at most head only eligible and they would have to use appendix form in guidelines to clear pt for head MRI if they needed to do that in the future. No allegations were made against the interstim system. 2024-jul-26 undeliverable (con): no new information additional information was received from the patient. It was reported that the ins was reset 2 times in 10 years. The cause of the device not working was unknown. The device does not allow mris. The patient has many arthritis problems and needed an MRI. The issue was not yet resolved. The patient also reported the device had shifted and is causing them pain in some positions.